Manufacturer narrative:
Evaluated by importer.

Event description:
Patient at (B)(6) hospital was being transported from the nicu unit for an MRI when the noxboxi device screen went black/blank with an apparent dead battery. Patient was on 20ppm no. There was no low battery alarm issued by the device prior to the event. Draeger v-500 ventilator was being used with vent settings of: simv-vg, set rate 26, vt 20 (6 ml/kg), peep+8cmh2o, ps 8cmh2o, ti 0.6, fio2 0.4. No patient harm was reported as the patients fio2 remained stable until the device could be replaced.